Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging that the patient experienced a blood glucose of 387 mg/dl with symptoms of extreme drowsiness associated with an alleged air bubbles issue. Reportedly, the patient remained on the pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, the reporter stated that the patient was having issues with air bubbles in the cartridge and tubing over the last 3 weeks. The patient stated that the air bubbles were not seen when the new cartridge was filled and primed. It¿s only after a few hours, that air bubbles are noted. The patient stated that the cartridges are not expired and there was no damaged found. This complaint is being reported because the patient experienced hyperglycemia associated with an alleged air bubble issue.